Event description:
After the 30 day monitoring for parts replaced no additional information was received.

Manufacturer narrative:
The system is being monitored for 30 days after the repair. A follow-up will be filed as needed.

Event description:
It was reported that after a biopsy case the c-arm moved on its own. No injury reported. A field engineer evaluated the system and worked with technical support to evaluate the system logs. The field engineer replaced the c-arm transition board, center rotation switch, and c-arm control board. The system is being monitored for 30 days.